Event description:
Physician attempted to deploy an integrity 2.50 x26 mm bare metal stent to treat a highly calcified lesion in the anterior descendant artery. The lesion was pre-dilated. It is reported that after attempted positioning that the stent could not pass the lesion. On inspection following removal it was noted the stent was damaged. The procedure was completed successfully with a 2.50 x 22 mm unknown stent. No patient complications were reported.

Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (lesion morphology). No results available since no evaluation was performed (device or procedural images were not returned for review). Related to operational context (procedural related). Evaluation conclusions: device failure related to patients condition (lesion morphology). Unable to confirm complaint (device or procedural images were not returned for review). Operational context caused or contributed to the event (procedural related). (B)(4).

Manufacturer narrative:
Results: deformation problem.

Event description:
Evaluation summary: visual inspection of the device showed a kink on the hypotube section of the catheter at 94cm distal to the strain relief. It was noted that the stent was positioned correctly on the balloon between the marker bands. The stent was damaged at the 2nd and 3rd distal segments. The distal tip was slightly stubbed.